Event description:
It is reported that the patient had a right hip arthroplasty with polyethylene and metal head in 1996. The patient eventually wore out the implants. She was revised in 2008 for poly exchange.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, x-rays were not provided for review. Item and lot number information is unknown. Based on the available information a definitive cause cannot be concluded on the worn components. Results - no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.